Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01004. It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular and right atrial leads dislodged. The leads were explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Analysis was normal. No anomalies were found.